Event description:
Customer reported an issue with the (B)(4) express monitor. Which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's main board and front panel. Problem was resolved.